Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customer stated that he lost consciousness, and when he woke up, his blood glucose levels were 66 mg/dl. The customer felt uncomfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.